Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The excessive no delivery test could not be performed due to the prime anomaly. It also had a cracked case at the lcd window corners, cracked reservoir tube, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the morning of the call insulin pump alarmed motor error and no delivery during prime. Blood glucose value was 120 mg/dl; she changed the complete set and bloused, but level was 379 mg/dl and then 368 mg/dl. During troubleshooting, insulin did exit the tubing when disconnected at the site and the customer found that the cannula was on top of the adhesive. The customer also reported that a few days back she found in the history a 10 unit bolus that she did not program and had to eat throughout the night to prevent low blood glucose. The device was returned for analysis.